Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned for evaluation. Visual examination of the provided pictures identified foreign material/debris on all the implants. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: lateral view demonstrates a thin periprosthetic lucency along the undersurface of the posterior tibial plate; hardware and bones appear intact with normal alignment; small to moderate sized suprapatellar joint effusion; overall fit, alignment, and bone quality appears normal. No confirmed findings related directly to the hardware that would contribute to pain. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was not returned by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs: 42502606201 femur cemented cruciate retaining standard left size 7 lot# 63840844 MDR: 3007963827-2021-00149. 42512000512 articular surface fixed bearing cruciate retaining left 12 mm height lot# 63772111 MDR: 3007963827-2021-0015.

Event description:
It was reported a patient underwent an initial left knee arthroplasty. Subsequently, was revised one year, seven months post procedure due to pain.